Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high threshold value was noted on the left ventricular lead and potentially due to patient physiology. The device was reprogrammed and the patient was in stable condition.